Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had off no power alert. The customer¿s blood glucose level was unknown. The customer did not receive a low battery alert prior to the off no power alert. Customer stated that the battery was not previously used. Customer stated that the battery cap was not loose, cracked or damaged. Customer states that these was not the second occurrence of off no power in less than 24 hours after low battery warning. Troubleshooting was performed. The customer was advised to the insulin pump would need to be replaced and they may continue to wear insulin pump until replacement arrives. The insulin pump will not be returned for analysis.